Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden change in high thresholds was noted on the right atrial (ra) lead. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.